Event description:
It was reported that during the procedure at the time of using the device the physician realized the package was open and empty. The problem was solved by using a back up device ( a larger endobutton size ) on the patient in order to finish the procedure. No injuries were reported. There was a delay greater than two hours.

Manufacturer narrative:
Examination is not possible, as the devices have not been returned. A review of the manufacturing records confirmed all components required for this product build were issued to the work order.